Event description:
It was reported that pump displayed malfunction alarm code 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, did not experience recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.